Event description:
The rptr stated that during a spinal surgery procedure using a manta ray anterior cervical plate, the surgeon inserted the screw into the hole at the top right of the plate. The retaining arm seemed to lock the screw, however, during placement of the three other screws, it became disengaged and would not reengage during final tightening. The screw was removed, and the surgeon opted not to replace it. There was no adverse outcome for the pt.

Manufacturer narrative:
As result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The investigation determined that the plate lot number was w10336, and the screw lot number was w10399. This was a new style plate and screw, and the second complaint concerning this version of the product. A review of the device history records showed no anomalies. Failure of the locking mechanism was addressed in the failure modes and effects analysis (fmea) of the device design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.